Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part# 04.402.008s, lot# 7846012. Manufacturing location: (B)(4), manufacturing date: mar 30, 2015, expiry date: feb 29, 2020. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming the investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, a patient underwent radial head revision surgery to address joint instability and ligament repair. There were no issues with the implants, but since the radial head system was recalled, the surgeon took the opportunity to exchange the depuy synthes radial head system to a competitor¿s system. Procedure was complete successfully with no delay. Patient outcome was not reported. This report is for one (1) 8mm ti straight radial stem 28mm sterile. This is report 1 of 2 for com-2(B)(4).

Manufacturer narrative:
Patient height reported as 72 inches. Patient ID: (B)(6). Patient initials. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was implanted with depuy synthes radial head prosthesis on (B)(6) 2016, due to a previous left radial head non-union from an initial trauma which occurred on (B)(6) 2016. At a subsequent follow-up appointment on (B)(6) 2016, ap and lateral x-rays of the left elbow were taken and reviewed showing the implant is well seated within the proximal radius; seated more laterally subluxated into osteochondral defect within the capitellum. On a further follow-up on (B)(6) 2017, a CT scan of the left elbow demonstrates persistent radial head subluxation. The patient reports taking medication for pain. On (B)(6) 2017, the patient was returned to the operating room to remove the depuy synthes radial head implant and revise to a larger non-synthes implant and suture anchors with bone graft.